Manufacturer narrative:
This issue was forwarded to our internal supplier for investigation. Without a lot number or sample available, they were unable to determine a definitive root cause. A review of their current product found that no recent changes have been made to the composition or application of the adhesive to the drape. The process complies with all specifications and procedures.

Event description:
Drape, (B)(4), is too sticky around the fenestration. It has caused irritations and skin tears on several patients which required prednisone and benadryl medications. No long term effects are anticipated.